Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor break, calibration error, change sensor and bent sensor cannula. Customer stated he had 2 sensors which gave have calibration errors and changed sensor. And 2 sensors where the may have broken off in his skin gave calibration errors an when he removed it the cannula was not there. Customer stated might have broken off his body. Troubleshooting was done. Customer stated that the last sensor was in his body for 10 ten days at that point. No blood glucose reading provided. No further information provided.